Manufacturer narrative:
Device could not be identified.

Event description:
It was reported that a patient fell and was injured due to a malfunction of the equipment. Further information was not provided in regards to the type of device, equipment malfunction experienced, or injury details.

Manufacturer narrative:
Further information could not be obtained.

Event description:
It was reported that a patient fell and was injured due to a malfunction of the equipment. Further information was not provided in regards to the type of device, or injury details.